Event description:
During routine service, brakes were found to be not functioning to specification. Bed had scorpion brake kit previously installed 5/2008====================== health professional's impression======================brakes did not perform to spec.